Manufacturer narrative:
Concomitant medical products: w4tr03 crt-p, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was upgraded to a bi-ventricular pacemaker. The physician noted the patient has dementia and scratched at the incision and eventually the pocket was exposed. The cardiac resynchronization therapy pacemaker (crt-p) system was explanted due to pocket erosion. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.